Manufacturer narrative:
Product analysis: analysis could not confirm the reason for return. It was noted that the off key had no mechanical click and the upper and right side of the display showed signs of corrosion, the atrial and ventricular text was difficult to read. The ring was bent, the bail attachments were missing and the battery release latch was sticky. The product was shipped back to the customer un-repaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during operational self-test, the external pulse generator (epg) displayed an error code, indicating that atrial output is out of specification. The epg was returned for service. There was no patient involvement.